Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. H3) no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that the system could not be recognized from the navigation camera. The site rebooted the system and the issue resolved. There was no delay to the procedure. No impact on patient outcome.